Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to authenticate to the station. The technical support specialist noticed that the active directory synchronization was not updating the user record, and the server virtual machine memory was maxed out. The tss added memory to the virtual machine to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server user was not able to authenticate. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.